Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a primary hip replacementusing trilock pinnacle with ceramic bearings. A week after on (B)(6) 2016, the patient felt a crack and fractured proximally around the calcar. At the time of the fracture the patient was walking on the replaced hip.

Manufacturer narrative:
Patient underwent a primary hip replacement using trilock pinnacle with ceramic bearings. A week after on (B)(6) 2016, the patient felt a crack and fractured proximally around the calcar. At the time of the fracture the patient was walking on the replaced hip. The stem only was revised to a corail revision stem please could you investigate the stem to see if a defective batch examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusion with the information provided. No patient demographics, x-rays, medical records, or additional investigative inputs were provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.